Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter aortic valve implantation (tavi) and surgical aortic valve replacement (savr) in octogenarians were reported in a research article "similar clinical outcomes with transcatheter aortic valve implantation and surgical aortic valve replacement in octogenarians with aortic stenosis" in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, coronary artery disease, myocardial infarction, peripheral vascular disease, syncope, atrial fibrillation, heart failure, pulmonary hypertension, chronic pulmonary disease, prior cerebrovascular stroke, prior transient ischemic attack, tumor, and percutaneous coronary intervention. Some of the complications reported were surgical intervention (pacemaker), acute kidney injury, atrial fibrillation, stroke, transient ischemic attack, bleeding, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: similar clinical outcomes with transcatheter aortic valve implantation and surgical aortic valve replacement in octogenarians with aortic stenosis.

Event description:
The article, "similar clinical outcomes with transcatheter aortic valve implantation and surgical aortic valve replacement in octogenarians with aortic stenosis", was reviewed. The article presented a retrospective, single center study to compare outcomes after transcatheter aortic valve implantation (tavi) and surgical aortic valve replacement (savr) in octogenarians. Tavi devices included edwards sapien xt, edwards sapien 3, medtronic evolut r, st. Jude/abbott portico, and unknown. Savr devices included st. Jude/abbott trifecta, medtronic enable, sorin perceval, sorin freedom solo, edwards intuity, st. Jude/abbott epic, and unknown. The article concluded that this analysis of an octogenarian ¿real-life¿ population undergoing tavi or savr (with a biological valve) showed similar outcomes regarding clinical endpoints in low- and medium-risk (sts score) groups. [The primary author is tadeja kolar, department of cardiovascular surgery, university medical center ljubljana, ljubljana, slovenia. The corresponding author is matja¿ bunc, department of cardiology, university medical centre ljubljana, ljubljana, slovenia, with corresponding email: mbuncek@yahoo.com]. The time frame of the study was from january 2013 to may 2019 with follow-up completed in march 2021. A total of 542 patients were included, of which 10 (3.7) out of 273 tavi patients received a st. Jude/abbott portico device, 52 (19.3) out of 269 savr patients received a st. Jude/abbott trifecta device, and the number of epic valves was not reported (grouped in savr other, n=13, 4.8%). In the tavi group, the average age was 85.8 years and the majority gender was female. In the savr group, the average age was 82.2 years and the majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, coronary artery disease, myocardial infarction, peripheral vascular disease, syncope, atrial fibrillation, heart failure, pulmonary hypertension, chronic pulmonary disease, prior cerebrovascular stroke, prior transient ischemic attack, tumor, and percutaneous coronary intervention.